Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the tip of the harmonic curved shears insert broke when the surgeon was dissecting the liver tissue. The fragment was retrieved during the same case. The procedure was completed with no reported patient injury. Due to the reported issue, there was a surgical procedure delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the breakage occurred 40 minutes after the start of the procedure. The instrument was brand new and inspected prior to use. The instrument did not collide with any other instrument or hard material and was not removed during the case. The surgical staff witnessed the fragment fall inside the patient, and the fragment was retrieved laparoscopically by the assistant and robotic instrument by the surgeon. The patient did not experience any intra-operative or post-operative complications, and no post-operative tests were performed. The patient is recovering well. The surgeon suspected the quality of the accessory contributed to the breakage.

Manufacturer narrative:
61 : intuitive surgical, inc. (Isi) received the harmonic insert involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.227¿ from the base. Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the instrument.